Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted in a patient on (B)(6), 2010. According to the complainant, when the stent was removed on (B)(6), 2010, migration of the stent out of the bladder into the proximal ureter was found. The stent was removed from the patient with ureteroscope. The patient was reported to be "good" at the conclusion of the procedure.